Event description:
It was reported that the system was generating a saturation fault error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and determined that the x-ray tube was faulty. Ge rep placed tube on order, customer biomed will install the new tube.